Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod ran 0 pulses and is in state 15, indicating pod was filled but never completed activation. It follows that the cannula assembly is in the appropriate state for this situation - undeployed. Measurement of the battery voltages found all three battery voltages to be depleted. The shelf mode current of the printed circuit board (pcb) assembly was measured to be above specification. The high shelf mode current caused the batteries to deplete. The high shelf mode current and low battery voltages did not prevent the pod from awakening upon fill, and the pod states transitioned as expected prior to receiving the device. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. The cause of the high shelf mode current could not be determined. It could not be determined whether the high shelf mode current resulted in unsuccessful pairing between the pod and controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.